Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 2.75/3.0mm x 24/14mm, eccentric, de novo target lesion was located in the non-tortuous and non calcified left circumflex coronary artery. A 2.50mm x 15mm maverick balloon catheter was advanced for pre-dilation; however, the shaft of the balloon was fractured about 20cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Returned product consisted of a maverick catheter in 2 pieces. There was blood in the wire lumen, and the balloon was tightly folded. Analysis for the tip, balloon, inner/outer shaft, hypotube, and hub included microscopic and visual inspection. Inspection revealed a complete separation in the hypotube located 53cm from the strain relief, and numerous kinks in the hypotube. The fracture faces of the separated ends indicate that the device was kinked prior separation. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 2.75/3.0mm x 24/14mm, eccentric, de novo target lesion was located in the non-tortuous and non calcified left circumflex coronary artery. A 2.50mm x 15mm maverick balloon catheter was advanced for pre-dilation; however, the shaft of the balloon was fractured about 20cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.